Manufacturer narrative:
For this event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions for this event was that the customer changed the pinch valve tubing and recalibrated the ferritin assay prior to repeating the patient samples. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable non-reproducible results were generated by the cobas e411 rack analyzer. The events involved a total of 6 patients with the following: 6 questionable results for ferritin. The patients' ages ranged from 50 to 66 years. The patients' weights were requested, but were not provided. There were 5 females and 1 male. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.